Manufacturer narrative:
Cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. All buttons function properly. No button error alarms noted. However moisture damage was noted on keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 9.3 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.